Event description:
On 10th september, 2024 getinge became aware of an issue with one of surgical lights - powerled. It was stated the bushing screw was missing. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination.

Manufacturer narrative:
The device reference number for the medical device referred to in this medical device report cannot be verified, and therefore, no UDI number can be provided. Additional information will be provided following the conclusion of the investigation.

Event description:
Getinge became aware of an issue with one of surgical lights - powerled. It was stated the bushing screw was missing. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Further information provided by getinge employee indicated that the bushing screw was missing from package and was not installed on the device yet. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of missing particles from the device, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable.

Manufacturer narrative:
The unique identifier (UDI) # information is not available as this medical device/model was marketed and/or discontinued in us before the UDI requirement became mandatory. The correction of b5 describe event and problem, d4 serial #, h6 medical device ¿ problem code, h6 investigation findings deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on 10th september, 2024 getinge became aware of an issue with one of surgical lights - powerled. It was stated the bushing screw was missing. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Corrected b5 describe event and problem: getinge became aware of an issue with one of surgical lights - powerled. It was stated the bushing screw was missing. We decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination. Further information provided by getinge employee indicated that the bushing screw was missing from package and was not installed on the device yet. Based on additional input from getinge employee it was possible to determine that the issue investigated herein is not safety and risk related, as there was no indication of missing particles from the device, which was initially considered. Therefore, the scenario described in the record is considered as non-reportable. Previous d4 serial # (B)(6). Corrected d4 serial # (B)(6). Previous h6 medical device ¿ problem code: mechanical problem/detachment of device or device component//2907. Corrected h6 medical device ¿ problem code: manufacturing, packaging or shipping problem/device misassembled during manufacturing /shipping/component missing/2306. Previous h6 investigation findings: results pending completion of investigation///3233. Corrected h6 investigation findings: none . Initially provided information was pointing to screw missing from the device. The issue is considered as safety related as any particles falling off into sterile field or during procedure may cause contamination. According to additional clarification provided by the getinge technician, the initial information was incorrect. It was determined that the issue investigated herein is not safety and risk related as there was no indication of screw missing from the device. The investigation was performed. The investigated scenarios did not cause risk to human life. The review of the customer product complaints, related to investigated issue in time, shows that there is no regular income. It was established that when the event occurred, the device was not up to the manufacturer specification and was not being used for patient treatment or diagnosis. No apparent reason was identified for suggesting to open a CAPA or evaluation for the need of another action in the market.